Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Nothing further was reported.

Manufacturer narrative:
Findings: reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. Sensor failed per spec due to low readings.